Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred during basal delivery. Customer reportedly changed supplies to address the occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 441 mg/dl.